Manufacturer narrative:
No samples or photos were returned, so the alleged complaint could not be confirmed. A review of the device history record could not be performed since a lot number was not provided. It is currently unknown what caused the user to believe that the tip came off in the patient and what actions were taken to address the needle tip that remained in the patient. The customer has been asked those questions, and a follow-up report will be provided if additional information is provided.

Event description:
The doctor was using the biopince and claims after he fired the device, the tip came off in the patient. He then opened another biopince and claims the same thing happened on his second attempt. He then opened a third biopsy gun (an unknown competitor's) and completed the case.